Event description:
The hardware that secures the head section weldment, to the seat section weldment were found missing. No injuries were reported.

Manufacturer narrative:
The accumulated thickness in the joint (the two steel flanges of the frame, their corresponding paint thickness, and the flange of the bushing) can exceed the shoulder height of the nut (part number 69643), and therefore, do not allow the washer (part number 70222) to seat against the bottom of the nut as intended. The residual tensile load in the joint will then allow torsional forces caused by friction (between the washer under the screw head and the painted frame) to overcome the withstand torque of the locking screw. This can result in the head pivot bolt to come off. A one-piece washer, part number 134193 has been designed to eliminate movement of the washer, which will prevent removal of the screw. This piece will "staddle" both the head and seat joints on the weight frame. This change was implemented in production on 8/25/2004. A letter has been sent to the facility risk mgrs describing the problem. Follow-up by sending hill-rom service personnel into the field to rework beds.